Manufacturer narrative:
Block d4/h4: additional information to block d4: lot number updated to 21956493. Manufacture and expiration date provided. Block f10: problem code 1069 captures for the reportable event of guide catheter broke. Block h6: conclusion code 4316 is being used in of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been discarded/contaminated and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was stuck and was unable to be released. When the physician attempted to apply force the guide catheter broke. The procedure was successfuly completed with another flexima biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been discarded/contaminated and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the stent was stuck and was unable to be released. When the physician attempted to apply force the guide catheter broke. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event.